Event description:
The customer reported that a patient had a "superficial burn" where the defibrillator pads had been placed during pacing.

Manufacturer narrative:
(B)(4). The customer reported that a patient had a "superficial burn" where the defibrillator pads had been placed during pacing. The customer also reported that the defibrillator was delivering pacing spikes inappropriately, which is investigated in a separate complaint, (ref MDR #1218950-2013-01174). This was entered as a serious injury, but it is not known for which issue the customer believes a serious injury occurred. We are therefore reporting both issues as a serious injury until this is clarified. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.